Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: d2b (dqy; lit). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using a sleek otw pta catheter. Prior to the procedure, the pta balloon catheter fell apart and disassembled when removing the protective balloon cover. An unknown device was used as a replacement. There were no reported injuries to the patient.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. However, a device history record review was performed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and video files were not provided for review. Therefore, the result of the investigation is inconclusive for the reported catheter detachment issue. The root cause for the reported catheter detachment issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for this sleek otw device was reviewed and the following sections are applicable balloon characteristics ¿ please check the package label for the rated burst pressure (rbp). It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Compliance charts are provided with each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The sleek otw balloons reach their nominal diameter at 6 atm (608 kpa). Indications: the sleek otw catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Warnings: ¿ contents supplied sterile using ethylene oxide (eo). Non pyrogenic. Do not reuse, reprocess or re sterilize. ¿ this product is designed and intended for single use. It is not designed to undergo reprocessing and re sterilization after initial use. Reuse of this product, including after reprocessing and/or re sterilization, may cause a loss of structural integrity which could lead to a failure of the device to perform as intended and may lead to a loss of critical labeling/use information all of which present a potential risk to patient safety. Reusing this medical device bears the risk of cross patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. ¿ visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. ¿ use the catheter prior to the use by date specified on the package. ¿ do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Precautions: ¿ dilation procedures should be conducted under fluoroscopic guidance with appropriate x ray equipment ¿ carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Storage: store in a cool, dark, dry place. Use the catheter prior to the use by date specified on the package. Directions for use: inspection and preparation ¿ remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. ¿ prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using a sleek otw pta catheter. Prior to the procedure, the pta balloon catheter fell apart and disassembled when removing the protective balloon cover. An unknown device was used as a replacement. There were no reported injuries to the patient.